Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and heating coming from the ipg when the device was on or off. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and heating coming from the ipg when the device was on or off. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.